Manufacturer narrative:
Catheters were not returned to numed for evaluation. A catheter from inventory was pulled and tested. It burst above the rated burst pressure on the labelling. In the report from the facility it was stated that these balloons were being used for aortic valvuloplasty which is an off label use. This catheter is indicated for pta and pulmonary valvuloplasty. It also stated that the balloon was manually inflated. The instructions for use states that an inflation device with pressure gauge should be used to monitor pressure during inflation so that the rbp is not exceeded.

Event description:
Balloon burst.